Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The implicated architect tsh reagent kit was unavailable from the customer. Product release testing for architect tsh reagent list number 7k62-25, lot number 94901jn00 was reviewed. The review demonstrated that all calibrations met assay file specifications, control and in-house panel values were within specification and no adverse trends were observed. Accuracy testing was performed and met acceptance criteria. A review of complaint history for architect tsh reagent lot 94901jn00 did not identify any adverse trends for performance related issues. No deficiency related to the performance of architect tsh reagent lot 94901jn00 was identified.

Event description:
The customer stated that a falsely low architect tsh result was generated for a patient sample. Initial testing was 12.97 miu/l. The sample retested at 4.07, 14 and 14 miu/l. The sample was sent to a reference laboratory for testing which confirmed that the result of 4.07 miu/l was falsely low (no exact value provided). No impact to patient management was reported.